Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's father stated the cgm was displaying a reading of 6.9mmol/l; however, the patient started shaking from a seizure and the patient's father was confused as the cgm did not alert for hypoglycemia. The patient's father checked the patient's blood sugar and the bg meter was reading 2.6mmol/l and rushed the patient to the hospital where she was treated with dextrose. The patient was released from the hospital after an hour when she recovered. At the time of contact, the patient was doing well. No additional patient or event information is available. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the problem and root cause could not be determined. Reportedly, the patient did not enter finger stick values promptly. Labeling indicates: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.